Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that impedance for contact 7, 8, 10 were all showing over 10,000 ohms. The ins was replaced. The patient was able to get good stimulation after programming, which led to an ins replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the healthcare provider (hcp) took images today and the rep wanted technical services opinion on the lead and whether it was pulled out, before going into the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-dec-17 reporting that the patient was scheduled for surgery on "(B)(6) 2018." This was interpreted to be a typo with a likely surgery date of (B)(6) 2018. It was confirmed that if the implantable neurostimulator (ins) was replaced, that it would be returned for analysis. The reason for ins replacement was not known. Per the manufacturer representative, the hcp looked at the equipment under fluoro last week. No further complications were reported.